Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect sirolimus reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 69385fp00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect sirolimus reagent lot 69385fp00 was identified.

Event description:
The customer reported false elevated architect sirolimus. The initial result was 11.65 ng/ml. It was reported that maintenance was performed on the architect analyzer and the assay was recalibrated. The sample was repeated and the result was 4.96 ng/ml. The patient's historical result one month ago was 5.71 ng/ml. There was no reported impact to patient management.

Event description:
The customer reported false elevated architect sirolimus. The initial result was 11.65 ng/ml. It was reported that maintenance was performed on the architect analyzer and the assay was recalibrated. The sample was repeated and the result was 4.96 ng/ml. The patient's historical result one month ago was 5.71 ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 01l76-74 that has a similar product distributed in the us, list number 1l76, with 510k/PMA/bla number k070822.

Manufacturer narrative:
Section g3 - date received by mfg required a correction. Under submission 3008344661-2025-00095-01, the date was inadvertently populated as 11/6/2024 when it should have been 7/29/2024. This was identified on 8/29/2025.

Event description:
The customer reported false elevated architect sirolimus. The initial result was 11.65 ng/ml. It was reported that maintenance was performed on the architect analyzer and the assay was recalibrated. The sample was repeated and the result was 4.96 ng/ml. The patient's historical result one month ago was 5.71 ng/ml. There was no reported impact to patient management.